Event description:
The doctor stated: "a portion of the skin (of a child) was taken and contaminated by the oil/lubricant leakage from (the) padgett dermatome. The skin piece was "lost" and had to be 'wasted'. There was the need for and additional skin transfer procedure." Additional information was requested by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.